Event description:
Operating room staff was opening an upper extremity pack for a case and when the pack was completely opened over the entire back table it was noticed that metal could be seen coming through table cover. Discovered a giant hole near the stickers that keep the packs sealed. It was so big could stick finger through it.